Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided and high ketones, which were identified as dangerous by a healthcare professional. Reportedly the customer fell and broke their hip. Cause of elevated bg was not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged (B)(6) 2025 with the issue resolved and no permanent damage.